Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient presented to the emergency room when an alert triggered due to high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. A second alert had also triggered due to high thresholds on the second right ventricular (rv) lead. Both rv leads remain in use. No patient complications have been reported as a result of this event.